Event description:
It was reported that while unloading the patient from the innova table to the stretcher, an operator accidentally actuated the movement of the c-arm that pinched the arm of another operator and caused a bruise. A minor injury of an operator is reported. Operator reportedly returned to work the following day. Accidental movement actuation of the gentry could cause a serious injury to the operator or the patient. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.